Event description:
It was reported that lipids leaked into the final solution bags during use with an unspecified quantity of em2400 valve sets. The issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5108592 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.